Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an intraoperative right putaminal hemorrhage, which the imaging showed the hemorrhage was stable so the surgery was completed. Once the patient was awake, there were no neurological deficits with the exception of slight weakness of left hand grip. After the surgery, the patient experienced severe headaches and has pseudo bulbar affect prior to onset of stimulation.